Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 0267151. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported by the customer that the bd pegasus safety closed IV catheter system was split. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2022, when venipuncture was performed for the patient, the needle of the indwelling needle was checked, and it was found that the tip of the soft needle was split and could not be used.